Event description:
Additional information was received. It was reported the patient's unit had to be moved because it was not put in right. When they moved the unit from the left side of the back to the right the patient was told that there were loose wires that were not attached to anything. The cause of the stimulation issues was the unit was not able to turn off. It just cut off and on by itself. The last time it sped up it caused the patient extreme pain and they had a hard time trying to turn it off. The manufacturer representative met with the patient to reset their unit. The patient called and was sent a new remote. It was noted the patient had sharp pain in their left side and they did not know if it was caused by the unit. The pain started when their unit started to act up. The patient stated the unit was not right and stuck out of their back which made it hard for them to sit in a straight chair and it was very painful . The patient wanted it out because even when it was moved to from one side to the other side the doctor still didn't get it right.

Manufacturer narrative:
Continuation of d10: product ID: 97740, serial# (B)(6), product type: programmer, patient. Product ID: neu unknown, lead, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: neu unknown lead, serial#: unknown, product type: lead. Product ID: neu unknown lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient could not get the ins to turn on with her controller. She had noticed issues with it connecting for the past 2 months. Patient service specialist (pss) had patient connect with insr and patient reported seeing "reposition antenna screen". Pss suggested patient try antenna location (al) to verify connection. Patient reported seeing 40 -46. Patient was able to connect to the ins with the insr and her ins battery was 3/4 full. Patient stated she saw all 8 coupling boxes. Patient was able to turn stim on with her insr but she could not feel stimulation. The issue was not resolved through troubleshooting. Patient reported that her ins would come on by itself for the past 2 months. Patient mentioned that she was not getting the therapy benefit that she used to get. Patient stated that she could not feel stimulation today (B)(6) 2020 but she could feel stimulation if she laid a certain way. Patient reported that there was a wire loose in her back. The patient was reporting poor communication without antenna attached.